Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump was received with cracked case at display window corners, reservoir tube, battery tube threads, and belt clip slot. The device was received with minor scratched display window. The device passed the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test.

Event description:
Customer reported cracks on the insulin pump. The blood glucose reading was 136 mg/dl. Nothing further was reported.